Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2020, a patient underwent endovascular treatment for a descending thoracic aortic aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2020, CT imaging identified a pseudoaneurysm at the distal edge of the gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2020, another gore® tag® conformable thoracic stent graft with active control system was implanted distally. Pleural effusion was observed and drainage was performed. The patient tolerated the procedure. On (B)(6) 2020 the following additional information was received: the patient had been afebrile and did not have symptoms of an infection, but the physician suspected infection might be a root cause of the pseudoaneurysm considering the pleural effusion and shape of pseudoaneurysm. A CT showed a new aneurysm in the proximal edge of the initial gore® tag® conformable thoracic stent graft with active control system and an aortobronchopulmonary fistula (abpf). These pseudoaneurysms, which were located at the distal edge and at the proximal edge of the gore® tag® conformable thoracic stent graft with active control system, were considered to be an infected aneurysm caused by the abpf. Another gore® tag® conformable thoracic stent graft with active control system was implanted proximally on (B)(6) 2020.